Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device never worked for the patient; they did all different settings and could not get it to work so they stopped trying to use it. Caller said the patient's urologist decided just to leave the device implanted and now the patient needed an MRI and they had moved from florida to pennsylvania and had not charged the equipment in a long time. Information about MRI mode was reviewed with the patient and assistance was offered to use the equipment to activate MRI mode but caller said they had lost the charging cords for the handset and communicator. During the call, the caller was successful to light up the handset screen but the communicator did not power up when they pressed the button. Information about MRI mode and how to replace the lost cords was reviewed with the patient. An email was sent to the patient with MRI mode information and healthcare provider (hcp) listings for their area. Additional information was received. The patient's spouse called back and stated they were trying to figure out what was wrong, that they had the communicator plugged in for 3 hours now and the light was orange however the communicator was still not powering on. The patient's spouse was advised to continue charging the communicator to see if it went to a green battery light and then try to see if they could power it on. The patient's spouse was advised that a replacement controlled could not be overnighted to them if they still could not power the ins on. The patient's spouse reiterated that the implant never worked for the patient despite having tried different settings and ultimately the hcp just told the patient to leave it implanted but not use it. The patient's spouse stated that keeping the device implanted was causing barriers for the patient getting their needed tests. The patient's spouse stated that the patient needed 3 mris so they would continue char ging the communicator and will call back for further assistance at that point. Additional information was received from the patient's representative. They called back repeating the issues previously noted. The caller was able to power on the external equipment. The caller was guided through connecting to the ins, but they kept seeing a device not responding screen. The caller stated stated the y did not know where the ins was located and could only feel a small bump on the left side near patient's spine. The ins location was reviewed with the caller based on the manufacturer's records. The caller was redirected to the patient's hcp for assistance with locating the ins and determining the device status. An email was sent to field staff to notify them of the issue as the caller stated they didn't have an hcp. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient was possibly getting the device removed due to having difficulty getting the ins into MRI mode but they didn't know the full story. They mentioned that this was what the patient had stated. The caller didn't have any info related to the event date or the patient's healthcare provider's info as the patient was coming from a different area and they had no historical information to provide.